Event description:
A patient rpeorted experiencing inaccurate low results with a profile meter. The patient's blood glucose results were 6.3 versus the labs 9.4 mmol/l. Patient did not experience any adverse events. No further information has been reported.